Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred for transmitter (B)(4). Data was evaluated and the allegation was confirmed on transmitter (B)(4). The probable cause could not be determined. In addition, a transmitter failed error was found for transmitter (B)(4). The reported event of a pairing failure is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Event description:
It was reported that a pairing failure occurred for transmitter 42fp1d. Data was evaluated and the allegation was confirmed on transmitter 41ys5n. The probable cause could not be determined. In addition, a transmitter failed error was found for transmitter 42fp1d. The reported event of a pairing failure is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Device was not returned.